Manufacturer narrative:
Product from the same lot was returned from the heathcare facility. Two root causes were identifed during the the investigation: abnormal assembly of the sheath and bullet tip with the vascular tunneler instrument, and use of an out of tolerance vascular tunneler instrument. The single use sheaths were found to meet specifications. The facility returned the 9009-24 reusable tunneling instrument that may have been used with the sheath during the procedure. Investigation found that the dimensions of the 9009-24 reusable surgical instrument were out of specification. This report was initally made on june 28, 2023. The certificate failed on the FDA side, and the submission failed. We contacted the MDR help desk and notified them of the issue. They instructed us to include this message here as an explaination. We worked with the esg desk for several days over the 4th of july weekend to correct the certificate error, resulting in the report being accepted late and edited with this note.

Event description:
While using a scanlan tunneler, when the cap was removed while being used operatively in the leg, we noticed small loose green plastic particles. The sterile team cleared the particles away anc continued the case with out the use of the product.